Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that the pump was primed while attached. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: a review of the pump¿s black box data revealed loss of prime warnings due to low, non-zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and no damage was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked.